Event description:
In 2008, baxter became aware of a flogard dual channel infusion pump which overinfused the entire bag of morphine to a pt and resulted in pt death. On the day before, 1000 ml normal saline was infusing at the rate of 35 ml/hr. Morphine 100mg/100ml was hanging as a secondary infusion on the same channel and piggybacked above the pump to deliver 1ml/hr. The entire bag infused within three to four hours and the pump appeared to revert to the primary rate of 35ml/hr. The pt was receiving morphine for "comfort care." The male pt was admitted to the hosp from a nursing home with a diagnosis of bilateral pneumonia. The pt was admitted in respiratory distress. The pt was started on the morphine that day at 9:30 am at the rate of 1cc/hr. At 1:30 p.m, the nurse discovered that the entire bag of morphine had infused to the pt and that the rate on the pump was at 35 ml/hr. The pump was swapped for another pump. Normal saline remained to be infused at the rate of 35 ml/hr and pt remained on a monitor on the medical surgical unit. He had a "do not resuscitate order (dnr)." The pt was pronounced dead at 6:28 p.m. The same date. The cause of death was not listed in the records. An autopsy was not performed. Reportedly, the pump was turned on by the nurse mgr and the biomed and they confirmed that the pump was set at a rate of 1ml/hr with a volume to be infused of 100ml. The pt's death was reportedly "expected," but the facility believes that the pump has malfunctioned. The facility has accepted the offer for an on-site eval of the pump. The baxter product code and lot number of the tubing is unk and was discarded. Reportedly, companion tubing was given to the biomedical engineer for testing, but the product code and lot numbers are unk.

Manufacturer narrative:
An on-site eval of the pump has been scheduled for 2008. The results of the eval will be provided in a follow-up report.